Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (9l44064), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that a patient underwent an anterior cruciate ligament reconstruction procedure of the left knee. According to the report, the condition improved two days after the surgery and was discharged. It was reported that after three months, the patient gradually developed symptoms of left knee joint swelling, pain, and discomfort. It was reported that the patient received rehabilitation treatment in the hospital. It was reported that about 111 days after the operation, the patient felt that the swelling, pain and discomfort of the left knee joint were aggravated. It was reported that for further treatment, CT examination showed that the acl of the left knee joint changed after the operation, and bone enlargement was seen in the tibia and femoral canal. It was reported that after coming to the hospital for treatment, the diagnosis of infection after the reconstruction of the anterior cruciate ligament of the left knee joint was included in our department. Itw was reported that a left knee arthroscopy was used to check the wound and remove the internal fixation under general anesthesia 114 days after the operation. It was reported that after the operation, the symptomatic support and treatment were good. No additional information was provided.